Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 23-apr-2024, it was reported that the patient experienced that the two infusion set cannula were kinked. Within 3 hours of abdomen insertion customer noticed symptoms. The first occurrence occurred on (B)(6) 2024 and the second and third on (B)(6) 2024. At the time of issue blood glucose was19.1mmol/l on (B)(6) 2024 ; around 16mmol/l on (B)(6) 2024 additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.